Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: the first catheter was broken down after 2 days of usage, the broken catheter has cross rupture in place of connection of a catheter with a funnel. No patient injury reported.